Manufacturer narrative:
Correction: d4. D4: expiration date: na. D4: unique identifier (UDI): (B)(4). Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph was provided for evaluation. The actual device is not visible in the provided picture; therefore, a device analysis could not be completed. Furthermore, the reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets had trouble connecting to a non baxter intravenous (IV) catheter which resulted in disconnection and fluid leakage. During IV setup, it was observed that there were repeated difficulties connecting sets to IV catheters. The luer lock spinner on the sets would not properly thread onto the catheter hub and appeared stripped or unable to secure a tight connection. It was attempted to connect sets from three separate packages to an IV catheter. In each case, the tubing could not be secured. A syringe was able to attach to the catheter without difficulty, suggesting the issue was associated with the sets rather than the catheter. In addition to this occurrence, there have been at least four similar instances over the previous two weeks in which IV tubing either could not be threaded onto the catheter or appeared to be connected but subsequently leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.